Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarm, which was reproduced while attempting to run an infusion. The alarm was also confirmed during a review of the event history log and evaluation determined the cause to be the continuity on the flex tail pins of the upstream sensor. The upstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message in the medical surgical care area. It was also reported that this occurred during set up of the infusion and there was no patient involvement.